Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309605 batch#: 4222762. It was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. (B)(6). Leaking at the back of the plunger. 309605 lot 4222762 total of (B)(4). 305617 lot 4278835 total (B)(4). 309680 lot 1242178 total (B)(4). Has samples available for investigation please send package the syringes has medication in them. Additional information provided: 1. Once received the shipping kit please return the sample for investigation. 2. Could you please confirm how many occurred with reported lot 4222762 and how many occurred with unknown lot. 3. Regarding #4 and #1 from three other separate batches over the time period of 12/05-12/08/2024 (unknown exact dates). ¿ could you please verify which material number these align with since the original complaint had 3 material numbers 4. In below stated three other separate batches if possible, kindly provide the separate batch numbers. All (total of 18) of the defective 10 ml syringes from ref (B)(4) were from the same lot. However, they were not all compounded on the same day. All were from lot 4222762 exp: 7/31/2029. Thirteen of the 18 were compounded on 12/04/2024. The last five of the 18 were compounded in different batches sometime between 12/05/2024 and 12/08/2024. I also since received an additional five 10 ml syringes (ref (B)(4)) from a different lot: lot: 4241623 exp: 7/31/2029. I have included these in the package I sent you.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.